Event description:
The customer reported that the system was mixing pt thumbnail images. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was replaced. The system was then found to be operating as intended.